Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. During troubleshooting, the technical service representative (tsr) determined that the patient connected while the line was full of air and incompletely primed. The tsr explained the alarm and had the caregiver (cg) cycle power off and on to the clear alarm. The tsr advised the cg to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An incomplete prime was reported and is a known cause of this alarm. The "homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. Should additional relevant information become available, a supplemental report will be submitted.